Event description:
A healthcare worker experienced h202 contact when she touched liquid on a peel pouch from a load after the cycle completed. Customer has not responded to requests for further info regarding symptoms and resolution.